Event description:
It was reported that pegasus bl 22ga x 1.00in prn non-pvc had foreign matter on 6 occasions. The following information was provided by the initial reporter: unknown black particle contamination of the prn occurred when the paper package was opened and the infusion set was connected for exhausting.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0078893. Our records show that this is the only instance of foreign matter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus bl 22ga x 1.00in prn non-pvc had foreign matter on 6 occasions. The following information was provided by the initial reporter: unknown black particle contamination of the prn occurred when the paper package was opened and the infusion set was connected for exhausting.